Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with following pre-op diagnoses: severe l3 and l4 stenosis; retained spinal hardware; status post l4 to sacrum fusion. The patient underwent following procedures: l3 and l4 laminectomy and discectomy; l3-l4 posterior lumbar interbody fusion using hollywood fusion cage; removal of retained l4 to sacrum screw and rod system; l3-l4 posterior fusion using malibu rod and screw system; placement of hardware from l3 to l5 bilaterally; extensive harvest of local bone for fusion; extensive intraoperative use of fluoroscopy; utilization of bone morphogenic protein. Per op-notes, the interface was filled with the patient¿s corticocancellous and cancellous bone growth with 1.4 ccs of bmp. A 12 mm hollywood fusion cage which was filled with the patient¿s autogenous bone and with 1.4 ccs of bmp was gently tapped into the interspace with care. Bone morphogenic protein was then placed into both posterolateral gutters using 4 ccs of bmp placed on 10 ccs of accel total bone matrix. Each gutter was filled very well. Patient tolerated the procedure well without any intraoperative complications. Post op , the patient reportedly suffered from ectopic bone growth, prostate cancer (leading to the removal of patient's prostate) and severe and debilitating back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.